Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn (B)(4) 120.4150 error. Biomed noticed that two screws were missing and the battery pack was loose. Asked if the battery being lose can it cause the error code. Yes the loose battery can cause a 120. Error. Recommend to him to tighten the battery pack and let fully charge. Power on and see if a 120. Error comes on. Then replace the power supply board to correct the issue. Biomed will tighten battery and charge unit.